Event description:
The iab was inserted into the pt on 1/25/97 following a cardiac catheterization. On 1/27/97, one day status post four vessel coronary artery bypass graft surgery and repair of two right femoral artery perforations, blood was noted in the tubing. The pt was taken to the o.r. And the iab was removed. A second iab was inserted. Co received this report on 2/27/97 via the mandatory medwatch form from the user-facility; uf/dist report #33-0119-1997-0001. The contact at the facility stated that there were no complications from the event. The iab was not returned to co for evaluation. The iab was discarded by the facility. (Event complications: none from the event-reported 3/3/97.) (Pt's current status:unk-rpt'd 2/27/97.)